Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of, bleeding/hemorrhage and perforation are listed in the proglide instructions for use (IFU), potential adverse events section. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional peripheral atherectomy and stenting procedure. Reportedly, after opening the proglide foot, the device was difficult to place against the artery wall. An attempt was made to close the foot and it closed with difficulty. The guide wire was re-inserted and the proglide device was removed. Another proglide device was inserted and no blood flow was seen at the marker lumen. A fluoroscopic imaging was performed and the sheath of the proglide device was going lateral to the iliac artery. The guide wire was re-inserted into the proglide and it was also observed going lateral to the iliac artery. A 6f sheath was placed and an angiogram revealed a retroperitoneal bleed. The sheath was removed and manual compression was applied to treat the retroperitoneal bleed and achieve hemostasis. Contralateral access was obtained for angiogram of the iliac artery and after 10 minutes of manual compression no further bleeding was observed. There was a clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.